Event description:
Boston scientific received information that the patient with this right ventricular lead and implantable cardioverter defibrillator (ICD) heard beeping tones and presented to the hospital. Interrogation revealed two fault codes indicating a "short shock condition" and "charge time exceeded limit". The fault codes were cleared, however, a message revealed limited device functionality and the patient experienced extracardiac stimulation. An internal technical service (ts) consultant was contacted and recommended immediate device replacement. In addition, ts recommended this right ventricular lead integrity be verified as the lead may be compromised. The device was programmed to "tachy mode off or brady off" and the patient was hospitalized. No further patient symptoms were reported. Subsequently, during the replacement procedure, visual observation revealed atrial lead insulation damage. No arc marks were noted on the device and the right ventricular lead impedance was normal and no visual abnormal rv lead observations. Ts was contacted and recommended verifying the rv shock conductors. Subsequently, a revision procedure was performed. During the procedure, insulation damage was displayed when preparing for defibrillation threshold (dft) testing. A decision was made to replace the lead. A subsequent lead revision was performed. A portion of this lead was abandoned and replaced. A decision was made to explant the remaining of the position in approximately three weeks. This lead was surgically abandoned and replaced.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the lead's proximal segment 233 mm from the terminal pin was returned. Dried body fluid was observed throughout the lead's lumen. Analysis confirmed a lead-on-lead abrasion at 215-221 mm from the terminal pin, confirming the reported clinical allegation. In addition, arcing damage was noted on the df-1 distal coil at 217 mm from the terminal pin.